Manufacturer narrative:
(B)(4).

Event description:
It was reported the 660hd image management system presented a burning smell and stopped working during the procedure. There was a 10 minutes delay in the procedure, without patient injuries or complication.

Manufacturer narrative:
Complaint of a burning smell was confirmed. Root cause of burning smell is a burnt capacitor on the voltage regulator pcb of the power supply. Product was found to still be fully functional. Possible reason for burnt component is a sudden power surge at the facility. The complaint investigation has concluded the cause of the failure to be a defective electronic component.